Event description:
Large purple endocatch bag tore open at bottom when surgeon attempted to remove bag from pt through scope site. Prostate fell out of bag and into patient's abdomen. Surgeon states that this is a non event that may have taken a few minutes extra to retrieve the prostate and at most a millimeter or two increase in incision size. The surgeon is concerned that this is the second time that one of these bags has failed in the last month or two and believes there may be a defect in that particular lot. He believes the seam of the bag may be sewn too close to the edge.